Manufacturer narrative:
Due to the number of service maintenance actions performed, it is unknown which specific action resolved the issue.

Manufacturer narrative:
The field service engineer (fse) performed maintenance and replaced various parts on the analyzer on 21-sep-2021. The cause of the event could not be determined.

Event description:
There was a complaint of a questionable ise sodium result for 1 patient tested with a cobas 8000 ise module. It is unknown if the questionable result was reported outside the laboratory. The patient¿s initial result was 158 mmol/l; the repeat was 142 mmol/l on a different cobas ise analyzer. The lot number and expiration date for the ise sodium used were requested, but not provided.